Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress

Event description:
Customer complaint alleges "the anesthetist connected the mac4 blade to a timesco ref 3000.500.10 handle. It worked. During insertion in the mouth, whilst the traction, there was a blinking of the light, which led to a difficult intubation. The patient was intubated and there was no consequence for him.

Event description:
Customer complaint alleges "the anesthetist connected the mac4 blade to a timesco ref 3000.500.10 handle. It worked. During insertion in the mouth, whilst the traction, there was a blinking of the light, which led to a difficult intubation. The patient was intubated and there was no consequence for him.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.